Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has deceased/ expired. There is no allegation from a healthcare professional that the death was device related. The cause of death was encephalopathy, septic shock, and atrial fibrillation with rapid ventricular response. No additional information was reported.

Manufacturer narrative:
A partial lead with the pin measuring 13.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.